Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient suffered pain and edema on the medial left knee.

Manufacturer narrative:
(B)(4). Medical products: oxf twin-peg cmntd fem sm PMA, item 161468, lot 055890; oxf uni tib tray sza lm/rl PMA, item 154718, lot 2371090. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01131 and 3002806535-2018-01133.

Event description:
Patient suffered pain and edema on the medial left knee